Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The green part of the sheath was partially separated. There was no other abnormality. The manufacturing record was reviewed and found no irregularities. We tried to reproduce the reported event but we could not reproduce it. It was estimated that the partially breakage of the sheath occurred because the sheath was subjected to an excessive loads during operation. However, the exact cause of the reported event could not be conclusively determined. The above device handling has warned in the instruction manual as follows. Do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Do not force the instrument if resistance is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. If excessive resistance is encountered after reducing the angulation of the endoscope entirely, do not use the instrument. Attempting to force the instrument could cause patient injury, such as perforation, bleeding or mucous membrane damage. It could also damage the endoscope and/or the instrument.

Event description:
During an endobronchial ultrasound transbronchial needle aspiration, the subject device was used. In the second needle aspiration, a part of the sheath was separated and fell off into the bronchus. The fragment was retrieved. The intended procedure was completed with the subject device. There was no patient injury reported.